Event description:
It was reported by a customer in the USA that an 840 ventilator graphic user (gui) lower display was blank. There was no patient involvement.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the unit, and verified the malfunction. The cse re-seated the graphic user interface (gui) to breath delivery (bd) cable, and no parts were replaced. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. Covidien refence # (B)(4).